Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. The reason for reoperation is: rupture.

Event description:
Healthcare professional reported right side rupture confirmed by MRI. Device remains implanted.

Event description:
Physician observed intraoperatively "there was a bleed that surrounded the surface of the silicone ... But there appeared to be no extra capsular extension and the capsule itself was thin and soft throughout." The device has been explanted and replaced.